Manufacturer narrative:
The cartridge associated with the event was discarded by the user. A review of the device history record (DHR) of the reported lot number confirmed no related defects were found during the manufacturing and the lot was released for distribution having met all product design requirements. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
A report was received on 11 feb 2019 from a nurse regarding a (B)(6) year old male who was receiving an in-center hemodialysis treatment. While disconnecting from treatment, the venous line connector broke off in patient¿s central venous catheter (cvc). The catheter was replaced and no additional issues were reported.